Event description:
Disassembling of the ulnar cap from the ulnar stem (on total elbow prosthesis)- the problem occurred one year post-op. This event required intervention in order to remove the locking screw and the cap.